Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump had a black screen after a battery replacement following a loud alarm. Her blood glucose was 251mg/dl at the time of reporting. The customer stated that the pump did not appear to be damaged and had not been in extreme temperature or sunlight. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.